Manufacturer narrative:
On (B)(6) 2017, the customer reported that the blood glucose level was 159 mg/dl. The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 452 mg/dl and correction boluses via the pump were delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were found. No damage was observed to the cannula. The customer inserted a new cannula and resumed insulin delivery. Reportedly, the customer had been using humalog in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the pump. The customer acknowledged the information.